Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump fell off. The customer's blood glucose was 470 mg/dl. The customer treated with pen. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.